Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). After reaming, it was noticed that the checkpoint had been displaced and partially retained in the patient's pelvic bone. The surgeon was aware and the surgeon decided to leave the checkpoint in the patient. The outcome of the case was successful.

Manufacturer narrative:
Based on the results of investigation. Reported event: a pelvic checkpoint was reamed during acetabular bone preparation. This caused the checkpoint to become dislodged from the acetabulum. Upon noticing the checkpoint was moved, the surgeon used x-rays to locate the checkpoint in the soft tissue. The surgeon was able to grab the checkpoint in the soft tissue with a hemostat but elected to leave the checkpoint in the patient. The total delay was approximately 30 minutes. Device evaluation and results: device inspection could not be completed as the device was left implanted in the patient. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 1/27/2016. No non-conformances were identified during inspection. Attachment 1 includes the inspection data. Complaint history review: a review of complaints in (B)(6) and (B)(6) related to p/n 116230, lot number w44846 shows zero additional complaints related to the failure in this investigation. Additional review of complaints related to 116230 in which the device was left in the patient identified four (4) additional complaints related to the failure in this investigation. These complaints include: (B)(4). Conclusions: the cause of the harm in the complaint was improper placement of the pelvic checkpoint. The surgical technique, (B)(4) version 00, includes specific instruction and warning about the placement and orientation of the pelvic checkpoint. Additionally, there has not been an identified trend of this type of failure. As a result, no additional investigation is required. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device could not be evaluated because it was left implanted in the patient.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). After reaming, it was noticed that the checkpoint had been displaced and partially retained in the patient's pelvic bone. The surgeon was aware and the surgeon decided to leave the checkpoint in the patient. The outcome of the case was successful.